Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse found that the gripping position (bumper) of the right master tool manipulator (mtm) arm was slightly off from the proper value. Fse reviewed the system logs and the patient side cart (psc) usms and found no abnormalities. The fse performed a swap operation of the mtm arms and adjusted the gripping position of the master arm grip. The fse confirmed no abnormalities within the system operation. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the user observed that the universal surgical manipulator 3 (usm3) had strange movement. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical service engineer (tse). Upon verification, it was confirmed that the surgeon used usm4 instead of the usm3. Tse further investigation and confirmed that the usm arm carriage was loose. The user continued with the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the reported event occurred when the surgeon's head was inside the surgeon side console (ssc) high resolution stereo viewer (hrsv), while attempting to manipulate an unspecified instrument. At the time of the issue, the surgeon was attempting to puncture the needle in the 12 o'clock direction and rolled the wrist; however, the instrument moved non-intuitively upwards towards the right. The issue was intermittent. The customer also noted that the jaw of the instrument was also opening slowly with time lag. There was no instrument to instrument or system arm to arm interference. There were no external collisions. There was no damage to the tissue confirmed.